Event description:
On 11/16/94 the pt fainted and sustained a laceration to the scalp. On 11/18/94, the pt experienced vertigo and sought medical attention. EKG showed pacemaker failure with long pauses and a heart rate of 37 per minute.